Event description:
The customer called in with a report of an employee opthalmic contact with enzol enzymatic detergent. She irrigated her eyes and rec'd medical attention. A f/u phone call indicated that she had been examined by a physician who reported normal findings after examining the eyes.